Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assesment; result: the returned was confirmed to have its tip fractured upon visual inspection of the returned device. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The IFU for anchor l indicates that instruments which have experienced extensive use or extensive force are more susceptible to fracture. Conclusion: the plausible root cause of the reported event is normal wear and tear of instruments.

Event description:
It was reported that; tip of screwdriver broke in the screw.

Event description:
It was reported that; tip of screwdriver broke in the screw.